Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced low blood glucose. The customer¿s blood glucose was unknown at the time of incident. The customer did not provide details regarding symptoms of low blood glucose. The customer was treated with glucagon. The customer was assisted with troubleshooting and declined for low blood glucose. Customer states that passed out due low blood glucagon. Customer reports they did receive a calibration not accepted alert. The insulin pump will not be returned for analysis.